Event description:
It was reported that the patient had back issues for a year and a half. The patient was getting good leg coverage, but only a little back coverage. The doctor wanted to do a case on (B)(6) 2014 where he trialed the back coverage with a different manufacturer¿s system. Later, it was reported that the spinal cord stimulator (scs) was explanted. The patient was to be scheduled for a pump trial. The patient was fine post explant.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).